Manufacturer narrative:
The unit has not be returned for evaluation. Should the unit be returned and evaluated a follow up report will be submitted.

Event description:
Customer reported that the sechrist respiratory mixer was used as part of their heart lung machine during the procedure. It was reported that when the respiratory mixer was used during the procedure, the mixer did not give any output and the blood was not oxygenated. Customer reported that patient/user was not affected and no patient injury was reported.

Manufacturer narrative:
The device was not returned to (B)(4) for an evaluation. A device history review (DHR) was performed mixer 3500cp-g, serial number (B)(4), was manufactured on 5/29/2002. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue.